Event description:
It was reported the patient's (B)(6) ipg was replaced due to the observance of a low battery warning. At this time, no program parameters are available to determine whether the warning is associated with passivation or normal end of life.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.